Event description:
The customer stated that two patient samples generated discrepant results for the architect ca125 assay. The customer provided the following data from the two patient samples (unit of measure is u/ml): sid (B)(6) generated results of (158.40, 91.70, 10.30) when tested with lot 29131m500 and a result of 178 when tested with lot 29257m500. The same patient sample generated results of 11.30 and 5.30 u/ml when tested using reagent lot 27040m500. Sid (B)(6) generated results between 70 and 80 using reagent lots 29257m500 and 29131m500. The same patient sample generated results of 10.8 and 20 u/ml when tested using reagent lots (31182m500 and 27040m500). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Accuracy testing was completed using retained kits of reagent lots 29131m500 and 29257m500. Acceptance criteria were met for each reagent lot, which indicates acceptable product performance. Review of ticket trending data did not identify an increase in complaint activity related to the complaint issue. An analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time. The reagent lots under investigation were included in the analysis. A deficiency was not identified as panel testing shows that the lots in question perform per specifications. No malfunction was identified. The issue appears to be a sample specific issue possibly related to sample handling, since retest of one sample with one of the lots under investigation produced decreased results. The customer was referred to the assay package insert which provides conditions that may cause erroneous results.